Event description:
It has been reported to philips that, system was unable to expose. System was in clinical use. No harm has been reported to philips. A remote service engineer (rse) inspected the system remotely and instruct the user to manually delete images, then perform the exposure. After remote service, device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system has low space and full of images. The rse instructed the customer to delete the images manually. The customer deleted the images on their own to make space and the system was returned to use in good working order. Later, a similar issue was reported on 8th dec, 2022 and the engineer evaluated remotely and suggested for onsite service. However the customer rejected the quote provided and no work performed by philips. The codes were updated based on the investigation outcome.